Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that about two weeks following an implant procedure the patient was experiencing a sudden strong pain at the back down to the left leg. The patient was rushed to the emergency room (ER) and had given pain medication. The patient was doing well